Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent a procedure and during which the shock lead impedance measurements dropped from 41 to 30 ohms and stayed low for several measurements. Technical services (ts) suspected that this was due to the surgery and noted two signal artifact monitor (sam) episodes due to noise from a previous procedure. The health care professional (hcp) indicated they would continue to monitor. This device remains in service. No adverse patient effects were reported.